Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump received no delivery alarm and a motor error alarm. Customer stated that the no delivery alarm was resolved by a complete set change. Customer stated that the blood glucose level has started to rise due eating shortly before the no delivery occurred. Customer reported that the motor error alarm occurred during corrective insulin bolus delivery. Customer does not recall any significant events leading to the alarm. Customer does use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 317 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.